Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the correction factor settings may not have been set properly which decreased blood glucose (bg) to 38 mg/dl. Juice and food was consumed to treat bg level. The customer readjusted the correction factor settings and observed positive results on the customer's blood glucose level.